Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) and fentanyl (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they had fluoroscopy procedure because they believe they were having trouble with their pump. The patient stated that they were getting "definite" withdrawal feelings on a regular basis. They had to go to the emergency room (ER) twice in the past couple of weeks because they were "shaking so bad." The patient mentioned that they went to their scheduled appointment to refill the pump, and the alarm had been "going off" for five days. The agent reviewed critical and non-critical alarms. The hcp pulled out over 3 ml of residual medication although they were anticipating the pump to be empty. The patient also mentioned an issues with connecting to the personal therapy manager (ptm). However, the patient was not having issues with connection at the time of the call. The agent reviewed best connection practices with caller. The patient to call back if connection issues persist. The agent redirected the patient to a healthcare provider (hcp) to further address the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.